Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted. The ICD was not able to be interrogated due to interaction with the left ventricular assist device (lvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the interference between heartmate 3 lvas, serial number (B)(6), and the patient¿s implantable cardioverter-defibrillator (ICD) device could not be conclusively determined through this evaluation. The account reported that the patient underwent an ICD explant on (B)(6) 2021. It was not possible to perform an ICD interrogation due to interaction with the patient¿s left ventricular assist device (lvad). No complications were noted during the explant procedure and the event was reportedly resolved on 19jun2021. Information later communicated stated that the patient¿s ICD was a one chamber ICD device. It had never been active, and the patient showed no signs of ventricular tachycardia (vt) or ventricular fibrillation (vf), which was why it was removed. According to the vad coordinator, interaction troubles due to interference of the lvad were not stated in the patient¿s data record; therefore, it was unable to confirm the specific interaction problems. The patient was reportedly doing fine following the procedure. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook are currently available. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management", warn the user: the heartmate iii pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: prior to implanting an implantable cardiac defibrillator (ICD) or implantable pacemaker (ipm) in a heartmate iii patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. Section b "safety testing and classification" states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec (B)(6) medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2015. No further information was provided. The manufacturer is closing the file on this event.